Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03068. The patient received 4 scs leads; 2 model 3169 supra-orbital (off-label) scs leads with the same lot number and 2 model 3166 occipital (off-label) scs leads with the same lot number. The patient reported loss of stimulation from the scs lead on the right side of the back of her head. The patient also reported experiencing auto-reduction as increasing stimulation amplitude results in the stimulation turning off (occurs on all programs). Follow-up identified diagnostics show invalid impedance values for the scs lead(s). An sjm representative was unable to completely resolve the stimulation issue with reprogramming as stimulation with the left occipital lead was achieved; however, the supra-orbital area would receive stimulation from the right occipital lead. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.